Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had blank display. The customer's blood glucose value was unknown. Customer reported that she was experiencing low blood glucose yesterday but she was feeling okay now. Customer stated the display was blank less than 30 seconds and then returned. Customer states display was blank currently. Customer stated the contacts on the battery cap were neither missing nor damaged. Customer stated battery compartment was neither damaged nor corroded. Customer stated the spring was neither damaged nor corroded. Display did not return after pump restart. The insulin pump will be returned for analysis.